Manufacturer narrative:
Correction/removal report number= 3002809144-10/31/19-010-r. A product recall letter will be issued to those who have received the bulk solution level sensor (ln 04s68-03). The letter instructs the customers to discard of the part and if it has been installed on the alinity system, to replace with a level sensor 04s68-02 before producing further tests.

Event description:
The customer reported that they had received the bulk solution level sensor, ln 04s68-03. The customer replaced the 04s68-02 level sensors with the 04s68-03, however when running patient samples they experienced error code 3687 and 3689 no aspiration for alk or acid, which caused the analyzer to stop. The customer resolved the issue by replacing the 04s68 -03 with the 04s68-02 level sensors. There was no reported impact to patient management.